Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/05/2025, a sales representative reported via email that (qty. 2) of an ar-1322bcst 2.4 single loaded suturetape had sliding covers to the sutures that would not open. A freer was required to pry them open. Both functioned properly once opened on the back table, sliding open and closed as expected. Additionally, one of the needles on one of the anchors broke during the procedure. All needle fragments were successfully removed from the patient, with confirmation via x-ray. A free needle was used to complete the repair, and the anchor remained in place and was used for the repair. There was no case delay, and no harm was reported to the patient. This was discovered during a lateral ankle stability with brostrum repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information was received on 06/02/2025: no adverse effects on or after the surgery were reported, and the repair itself was not affected.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the device during use.